Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. The patient also had a left femoral resurfacing procedure on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012 on the right hip due to metallosis, elevated metal ion levels, and fluid collection measuring 5x7x3. In addition, metal debris and tissue reaction were also reported. There is no information to suggest that the left hip was revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions.¿ "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-06038 / 06040 & 08595).